Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced pain. During explant of the device, the tubing was cut.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. A pump, two cylinders and a reservoir were received. However, because qa's examination may not conclusively confirm or disprove the report of pain, qa accepts the physician's observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.